Event description:
During the procedure, air was noted to be leaking into the syringe connected to the extension port of the sheath. Several aspirations were made with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of an air leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.